Event description:
It was reported that the procedure was to treat in-stent restenosis in the moderately tortuous brachial artery. There was no resistance reported during advancement of the balloon catheter to the lesion; however, the armada 8x40x80 balloon ruptured on the first inflation at nominal pressure. A new armada 8x40x80 balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.